Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot t10202b. No issues with tni recovery were observed. Manufacturing batch records for lot t10202b were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Patient, a (B)(6) boy, presented to the ER with chest pain that woke him up twice in the night and a headache from hitting his head when rough housing with his brother. Came to ER, (B)(6) 2019 at 12:25 a.m. Draw times and test times unavailable for the siemens dimension, but testing would have been performed 15 to 30 minutes prior to the triage since triage is the backup to the siemens dimension siemens dimension exl troponin: lithium heparin, plasma; result=0.204, sst, serum, result=0.216, lithium heparin, plasma; result=0.221. Triage tests lavender top (edta) wb sample triage meter, 2 draws, result= <0.05 x2 at 1:45 a.m. And 2:22 a.m. Myo=34.2 and 42.8; ck-mb=2.4 and 3.1. Triage meter range tni: normal is <0.05. Siemens dimension reference range: 0.000-0.050. Customer stated no treatments were withheld based on triage results. Patient was transferred to (B)(6) hospital. Although requested, patient diagnosis is not available. Treating doctor at customer site feels that the child has acute myocarditis. Customer stated triage was passing controls without any issues.